Event description:
It was reported that the patient had a lead warning on the ventricular lead. The impedance measurement has varied between out of range and low levels. The lead remains in use and is being monitored. No patient complications have been reported as a result of this event. It was reported that the patient had a lead warning on the ventricular lead. The impedance measurement has varied between out of range and low levels. The lead remains in use and is being monitored. No patient complications have been reported as a result of this event. It was further noted that the patient had dizziness and presented to the emergency room. Upon interrogation, the ventricular lead was found to still have out of range impedance measurements both unipolar and bipolar. The lead was no longer sensing or pacing and a fracture was suspected. The lead was capped and replaced.

Event description:
It was reported that the patient had a lead warning on the ventricular lead. The impedance measurement has varied between out of range and low levels. The lead remains in use and is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.